Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station not powering on due to faulty power supply. A field service engineer performed an inspection of the station and replaced the faulty power supply to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station machine not powering on. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.